Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states their blood glucose level had been as high as 280mg/dl, and as low as in the 40mg/dl range. The customer declined to troubleshoot for the highs and lows. The customer states they would be speaking with their trainer. The customer was assisted with pump programing.